Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient contacted technical support (ts) to report that their previous treatment had taken much longer than usual. The patient stated there were cycler alarms during the treatment, but they could not recall what type of alarms. A review of the patient¿s treatment data showed that drain complication alarms had occurred. This review also revealed that an iipv event had occurred. The patient¿s largest drain volume of 4590 ml was 191% of the patient¿s largest fill volume during the treatment, 2397 ml. The largest drain volume occurred during the patient¿s fourth and final exchange. The patient was able to complete treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), who was aware of the reported event. The pdrn stated the patient did not experience any symptoms, adverse effects, or require medical intervention as a result of the reported event. It was also confirmed the patient was trained on performing stat drains, as well as manual pd therapy if needed. The patient was reportedly continuing their pd therapy on the same cycler and has not experienced any further issues. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 2400 ml, with no last fill and no daytime exchanges. Based on the information obtained, the cycler is not expected to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.